Manufacturer narrative:
(B)(4). The evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received with 245ml of fluid in the bladder. Visual inspection of the sample showed no signs of blockage or abnormality that could have caused the reported problem. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping. There were no signs of a flow problem observed from the sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow was observed after priming an infusor at a hospital. Force priming was attempted; however after 1 day, the sample was rechecked and there was still no flow. There was no patient involvement. No additional information is available.